Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for transeptal puncture. Patient was put on general anesthesia. It was also reported that patient was on aspirin. During the procedure the radio frequency wire was advanced through the aorta. No pericardial effusion (pe) was noted on echo before the procedure. Effusion was later noted during transseptal at right ventricle. Therefore, a tap and drain were performed as medical intervention. The watchman procedure was cancelled. The device is not expected to be returned for analysis as it was disposed.